Event description:
Event description cpi received information that this transvenous defibrillation lead was experiencing impedence > 2000 ohms after patient had taken a fall. No further adverse events after the fall. Physician to monitor patient. Will re-open event if more information becomes known.